Event description:
It was reported that during the procedure in heavily calcified right coronary artery (rca) for treatment of an ostial lesion, a xience prime stent was deployed. During removal of the stent balloon from the stent, the balloon became caught on the edge of the stent. Force was applied to the stent delivery system and the catheter shaft separated. A balloon dilatation catheter was advanced into the vessel and the balloon was used to retrieve the separated segment from the anatomy. The stent was fully expanded using a non-compliant balloon. There was no adverse patient sequela and the patient was discharged from the hospital two days post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components.